Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture and multiple episodes with oversensing of noise. This lead was suspected of being fractured. Currently, this lead remains in service. No adverse patient effects were reported.